Manufacturer narrative:
Initial reporter address 1: (B)(6). (Device codes): medical device problem code: (B)(4). (Evaluation conclusion codes): conclusion code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the pull wire from the handle detached. As a result, the wire could not be pulled or relaxed. The device was removed with the help of other device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was not assembled under the 2-in-1 connector. The cutting wire was returned in an unusual form and there is no evidence of wire break/fracture. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that there was no evidence of wire break/fracture; however, it was found that the cutting wire was not assembled under the 2-in-1connector. Based on all gathered information, this is related to a manufacturing deficiency. An investigation to address this problem has been completed. The investigation found that manufacturing steps were not performed correctly, and this temporary issue has been corrected.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on may 12, 2022. During the procedure, the pull wire from the handle detached. As a result, the wire could not be pulled or relaxed. The device was removed with the help of other device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.